Event description:
It was noted that during attempted use of the IV set the pump alarmed for "air in line". After several attempts the tubing was switched and the pump functioned normally without alarm. There was no pt involved.